Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a post implant follow-up, pocket site infection was noted when bandages were removed. It was additionally reported that the patient likely had not complete the post implant antibiotics, as the patient advocate had brought unused medication to the follow-up. The wound was cleaned and the patient prescribed another two weeks of antibiotics. No additional intervention was required.